Event description:
It was reported that this right atrial (ra) lead was explanted. The reason was not provided. Another ra was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted. The patient body had rejected the lead and the superior vena cava was blocked due to a reaction. Another ra was successfully implanted. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.